Event description:
Customer reports the control pc locks up. No treatment was possible. No pt harm reported and no further info was provided.

Manufacturer narrative:
During the onsite investigation, the svc tech replaced the sys pc. Root cause was determined to be a faulty sys computer. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).